Manufacturer narrative:
Fowler.

Event description:
It was reported by service support that the customer had alleged that the fowler gas cylinder was leaking onto the floor and that the fowler was not working properly. No pt involvement or adverse consequences were reported.